Manufacturer narrative:
Concomitant therapies: juvéderm® "around the lips" further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "granuloma, round areas of skin that look transparent and is purplish, and the area is sunken" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: per table 1: injection-site responses by maximum severity occurring in > 5% of treated subjects (number/% of subject nlf¿s) show possible injection site responses post injection with juvéderm® ultra plus which include redness, pain/tenderness, firmness, swelling, lumps/bumps, bruising, itching, and discoloration. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, infection, migration, paresthesia, vascular occlusion, necrosis, abscess, flu-like symptoms, headache, malaise, vision abnormalities, scarring, nausea, drainage, dyspnea, beading, syncope, dizziness, anxiety, deeper wrinkle, and granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress.

Event description:
Patient called to report they were injected with "regular" juvéderm® "around the corners of [their] eye" and "around [their] mouth," with juvéderm voluma® xc in the cheeks, and a third type of juvéderm® "around the lips." Four months after injection, the patient developed a granuloma on the corner of the eye, which was steadily growing. The patient had an ultrasound administered which showed "encapsulated hyaluronic acid," and a biopsy administered which confirmed a granuloma. Five months after injection the doctor had to "excise" the area. The patient indicated they will have a "permanent scar" from this. The patient additionally reported at the "corners of the outside of [their] mouth that goes down," the patient has "round areas of skin that look transparent" and is "purplish," and the area is "sunken." It is unknown if symptoms have completely resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01379 ((B)(4)) and MDR ID # 3005113652-2018-01380 ((B)(4)). This is the first MDR submitted for the first suspect product, the "regular" juvéderm®.